Manufacturer narrative:
This product was received for evaluation and the reported failure could not be duplicated. Tech services powered the monitor and baton on for 30+ minutes with periodic baton and cable manipulation without failure. The monitor was opened and checked that all cable connections were secure. There was no physical damage to monitor or baton. The device was returned to the customer. Additional part used: glidescope gvm monitor: catalog: 0570-0338, sn: (B)(4).

Event description:
The customer reported that during a patient procedure, using a glidescope avl video baton 3-4, the unit displayed an intermittent image. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.